Event description:
Lead management case to extract two leads due to dysfunction. Both leads were prepped with lld devices (one ez model and one #1 model) and extracted using three differently sized glidelight laser sheaths and a tightrail sheath interchangeably. Upon extraction of the second lead a small effusion was noted in the pericardium. Both rv and ra leads had significant buildup of tissue adhered to the device tip and the physician had been unable to extract both helixes. A pericardial window was performed and a chest tube was inserted. After draining the pericardial sac the physician had noted that a clot had formed and the effusion had healed itself without further intervention. Due to the condition of the leads and difficulty removing them from the myocardial tissue the physician believed that the site of the injury was at the lead implant site. The device used to apply traction to the lead was an lld contributing to the tear as the lead released from the myocardium. It was not clear or documented which lld was included in which lead and could not be identified in this report via model number.